Manufacturer narrative:
H2 a2 a5 have been updated accordingly medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: b5 has been updated: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the procedure was reported to be type of procedure: posterior spine fusion for scoliosis.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821r, lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative visited the site to evaluate the equipment. The rep unplugged the ethernet cord attached to back of camera and re-plugged it back in. The system is working as intended now. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that when powering on the system for a procedure, the camera had an amber light and the software displayed "localizer not connected". The site rebooted the system with no change. Site switched to a different system to continue the case. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that the local representative (cs) arrived and powered the system on and the camera had a green and amber light on the camera. They went into the ndi toolbox and the system was not connected. The cs unplugged and plug in the cable on the back of the ndi camera and that caused the camera to connect in the ndi toolbox. They powered down the system and powered it back on and the camera was able to connect one the camera cart connect. It was suspected that the site was not waiting for the camera cart to connect prior calling in the issue. They did three hard restarts and the camera connected every time after the camera cart connected and there was no amber light. The system was functioning as designed and no further action was required.